Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 96 mg/dl with the contour next link 2.4 meter and 55 mg/dl with the physician's meter. No additional event details were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.